Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02458 addresses the other device. It was reported to boston scientific corporation that an active cord and a sensation micro oval snare were used during a polypectomy procedure performed on (B)(6) 2011. According to the complainant, the "active cord of the snare" was split and could not be used; therefore the procedure was completed with another of the same device. Attempts to obtain clarification of this event description have been unsuccessful to date, and it could not be confirmed which device was split. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant did not provide the suspect device lot number; therefore, the device manufactured date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.